Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2017-01698. Device investigation completed and results are indicated above.